Manufacturer narrative:
This event was reported to codman via the (B)(6) it was reported that the device would be returned for analysis; however, the device was not yet returned. A review of the manufacturing documentation associated with this lot (c38716) presented no issues during the manufacturing or inspection process that can be related to the reported complaint. (B)(4). Additional information will be submitted within 30 days of receipt.

Event description:
As reported by a healthcare professional, a presidio coil (B)(4) failed to detach. The enpower detachment control box (dcb) and standard cable were changed, but there was still no detachment; therefore, the coil was deemed to be faulty. The coil was successfully removed from the patient without coil stretching or premature detachment. Upon pressing the power button, all lights illuminated and the green system ready light illuminated; however, during the detachment cycle, the detachment light and the audible signal did not beep. All connections appeared to fit properly without application of excessive force. The same cable and dcb were used successfully with subsequent coil detachments. There was no patient injury due to the detachment failure. It was reported that the device would be returned for analysis.

Manufacturer narrative:
The device was returned for analysis on august 2, 2016. Conclusion: as reported by a healthcare professional, a presidio coil (pc418103430/ c38716) failed to detach. The enpower detachment control box (dcb) and standard cable were changed, but there was still no detachment; therefore, the coil was deemed to be faulty. The coil was successfully removed from the patient without coil stretching or premature detachment. Upon pressing the power button, all lights illuminated and the green system ready light illuminated; however, during the detachment cycle, the detachment light and the audible signal did not beep. All connections appeared to fit properly without application of excessive force. The same cable and dcb were used successfully with subsequent coil detachments. There was no patient injury due to the detachment failure. The presidio was returned for analysis. The unspecified enpower detachment control box (dcb) and the unidentified connecting cable were not returned. The unidentified microcatheter and the rotating hemostatic valve (rhv) were also not returned. Concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned before being returned which may have produced further damage. It is also unknown if the device was improperly handled for returned packaging or was further manipulated and/or inspected post-procedurally. As viewed through the returned packaging, it found that the coil was detached and not returned. The returned packaging was thoroughly searched and the coil was not returned. This is unreported damage. The detachment fiber was found to be protruding past the resistive heating coil¿s socket ring. Note that the device was completely cleaned removing all evidence around the internal resistive heating coils and from the outer sheath. The returned device positioning unit (dpu) passed electrical testing with resistance at 51.8 ohms (range 48.5/56.0, and the enpower and cable systems ready green light illuminated. The enpower detachment button was pressed using the returned dpu and the green detachment light illuminated and the beeps were audible. This test was performed multiple times with the same results. No manufacturing defects were found. The circumstances of the unreported detachment of the coil and the coil not being returned cannot be determined as it was stated in the report that, ¿...the coil was successfully removed from the patient without coil stretching or premature detachment¿¿ a review of the manufacturing documentation associated with this lot (c38716) presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The complaint of the coils non-detachment and the failure of the enpower¿s green detachment light to illuminate along with the failure of not hearing the audible beeps at the same time cannot be confirmed. The dpu passed electrical testing with the green detachment light illuminating along with the audible beeps being heard at the same time. In addition, unreported damage of the coil being separated from the dpu and not returned was found, therefore the root cause of the coils non-detachment and the failure of the detachment green light not illuminating along with the audible beeps not being heard cannot be determined. It also reported that the coil was removed attached to the dpu as stated in the complaint description, ¿¿the coil was successfully removed from the patient without coil stretching or premature detachment¿¿ in addition, without the return of the coil, the complete detachment system, and the unidentified microcatheter used in the procedure, it cannot be determined if these components contributed to the complaint event. Since there was no evidence of a manufacturing issue related to this event, no corrective actions will be taken at this time.